Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "spasms" under the chest and "burning in device area" and "sharp pains" in chest. The device was checked on (B)(6) 2010 and was "ok". The device remains in use. No patient complications were reported as a result of this event.

Event description:
The patient reported "spasms" under the chest and "burning in device area" and "sharp pains" in chest. The device was checked on (B)(6), 2010 and was "ok". It was further reported by the patient "every now and then it feels like I am having a muscle spasm. I'm not sure what is going on. I don't think this device is working right. This happens occasionally. " the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Asku.